Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the image issue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable disconnected internally causing an image issue. A root cause of the failed leak test could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an image quality issue; cable disconnected internally; and cable failed leak test. There was no patient involvement.